Manufacturer narrative:
The failure investigation has been completed and the alleged not holding charge issue was verified. Additionally, the alleged battery hot to touch and unexpected shutdown could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump shut off unexpectedly. It was also reported that the pump was warm to the touch despite being in room-temperature conditions. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Reportedly, the customer continued to use the pump for insulin therapy.